Event description:
It was reported that the medical professional could not interrogate pulse generators using the tablet. A different usb cable was used with the tablet and interrogation of generators could be completed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect cable was received. Analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and it found two disconnected wire connections. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.